Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient did not show up in the pyxis. A technical support specialist (tss) identified that the unit was not registered under the respective area. However, the hrsicu unit was registered under both areas. Tss logged into the server, could see areas were cath lab and radiology, verified the patient identifier and identified that the unit hrwchh and ir imaging not under area cath labs. Tss advised the customer that the device must be assigned to the correct areas and unit. The issue was fixed, and the customer agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient does not show up in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patient does not show up in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.